Event description:
The healthcare provider (hcp) reported via distributor that the nerve monitoring emg tube electrode was off pre-operatively. There was no patient involvement. On follow up, nim displayer showed vocal cord left "x" at the "setup" step.

Manufacturer narrative:
H3: product analysis confirmed that a continuity check was performed across the electrodes. Per the assembly drawing, specification calls for the resistances between each electrode shall be under 200 ohms and the actual measurements were as follows: 22.7 ohms (blue), 44.5 ohms (blue with white stripe), 21.6 ohms (red), 6.26 megaohms (red with white stripe), which is out of specification and would have resulted in the reported event. After manipulating the tube for any change in readings, the blue with white stripe electrode had no reading. Further analysis showed the blue electrode was not fully inserted into the clamp shell. A review of the global complaint data showed no similar complaints about this lot number. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.